Event description:
It was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements greater than 125 ohms. The shock impedance measurements were noted to have been trending higher for some time now with a recent value of 177 ohms. The patient was subsequently brought into the clinic where defibrillation threshold (dft) testing was performed with successful conversion of the induced rhythm. The associated shock impedance measurement was displayed as greater than 125 ohms and there was no associated fault code. Boston scientific technical services (ts) provided guidance to the boston scientific field representative that in the absence of a fault code, the shock impedance associated with the dft test was between 125 ohms and 145 ohms but an engineering review of device data would be required to determine the actual shock impedance value. Ts also explained that a delivered shock impedance greater than 125 ohms indicates it is getting close to needing a rv lead revision. The rv lead remains in-service at this time. No additional adverse patient effects were reported.